Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. Subsequently, after charging the pump for an hour, the pump was able to beep and vibrate however it was still unable to be turned on. There was no impact to the customer's blood glucose levels. Reportedly, the customer has manual injections available as alternate insulin therapy.